Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5102431) that female patient who had unknown mentor gel implants placed experienced several unexplained systemic symptoms post procedure. Rashes, dry eyes, gastrointestinal issues, upper stomach pain, partial loss of vision, and enlarged lymph nodes were noted. As a result, explant and replacement with new mentor gel implants was performed on (B)(6) 2013. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This is third event in a series of five events reported for this patient. See 1645337-2021-10446 for contralateral prosthesis report.